Manufacturer narrative:
The syringe assy (rohs) was replaced and determined to be the likely cause. Review of the service history for the architect (B)(4) did not identify any contributing factors and there have been no further issues reported. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. The i2000sr erratic result rate was within acceptable limits with no trends identified. Trending data and manufacturing documentation for the syringe assy (rohs) did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier: multiple = sid (B)(6), sid (B)(6), sid (B)(6). Patient information: no further information was provided.

Event description:
The customer reported falsely depressed cmv avidity results on the architect i2000sr analyzer. Sample ID (B)(6) generated -3.7% and retest 87.9%. Sample ID (B)(6) generated 30.6% and 89.0%. Sample ID (B)(6) generated 2.4% and 83.9%. No impact to patient management was reported.